Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer who contacted the company via a patient support program (psp) to report an adverse event, with additional information from initial reporter via psp, concerns a (B)(6) female patient. Medical history included heart disease was bad and cataract. The patient had no concomitant medications. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) cartridge (humulin 70/30) via a reusable pen (humapen ergo ii), 38 at morning and 36 at evening (unspecified units), for the treatment of diabetes mellitus beginning in 2006. In 2013, the patient was hospitalized for surgery due to a fracture of the tibia. The patient was still in the hospital for treatment. The event was recovering. No further information regarding this hospitalization. On unspecified date, her blood glucose increased, she was hospitalized to treat it for many times. In (B)(6) 2013, she was hospitalized due to legs fall damage. Treatment for the events was not provided. In (B)(6) 2013, she was discharged from hospital. In 2014, she was hospitalized for an operation to remove the legs steel plate. She was discharge from hospital in (B)(6) 2014. Additional information, outcome of remaining events and corrective treatments were not provided. On (B)(6) 2016, it was reported that the injection button of the humapen ergo ii pushed down to the bottom all at once instead of unit by unit (product complaint 3553064/lot 1011d02). The device was not polluted. The patient asked to have the humapen ergo ii replaced. Treatment with human insulin isophane suspension 70%/ human regular insulin 30% was ongoing. The operator of the humapen ergo ii and training status were not provided. The humapen ergo ii was started in 2006, and the reported suspect humapen duration of use was not reported. If humapen ergo ii was returned, an evaluation would be performed. The consumer reporter did not provide an opinion of relatedness for the event of fracture of tibia. The reporting consumer did not know if the remaining events were related to insulin isophane suspension 70%/human insulin 30% or not. Update 18aug21014: information was received from the affiliate on 08aug2014 indicating contact was attempted with the reporter for follow-up but could not be made. Follow-up was not possible. Update 25-jan-2016: additional information from initial reporter on 13-jan-2016 via psp. Added: weight and height, medical history; dosage regimen of suspect drug, suspect device, serious events of: fall and legs fall damage and blood glucose increased; update: age. Updated narrative accordingly. Update 25-jan-2016: additional information received on 13-jan-2016 from global product complaint database updated the lot number from c39099e to c390995e for the human insulin isophane suspension 70%/human insulin 30%; updated the humapen unknown body type to a humapen ergo ii; added the product complaint (B)(4) and related complaint details; completed the medwatch fields; and updated the narrative.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 18feb2016. No further follow up is planned. Evaluation summary a female patient reported the injection button on her humapen ergo ii device "pushed down to the bottom all at once instead of unit by unit." She experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1011d02, manufactured november 2010). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard to dose accuracy. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a consumer who contacted the company via a patient support program (psp) to report an adverse event, with additional information from initial reporter via psp, concerns a (B)(6)-year-old (B)(6) female patient. Medical history included heart disease was bad and cataract. The patient had no concomitant medications. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) through a cartridge via a reusable pen (humapen ergo ii), 38 at morning and 36 at evening (unspecified units), for the treatment of diabetes mellitus beginning in 2006. In 2013, she was hospitalized for surgery due to a fracture of the tibia. She was still in the hospital for treatment. The event was recovering. No further information regarding this hospitalization. On unspecified date, her blood glucose increased, she was hospitalized to treat it for many times. In (B)(6)-2013, she was hospitalized due to legs fall damage. Treatment for the events was not provided. In (B)(6)-2013, she was discharged from hospital. In 2014, she was hospitalized for an operation to remove the legs steel plate. She was discharge from hospital in (B)(6)-2014. Additional information, outcome of remaining events and corrective treatments were not provided. On (B)(6)-2016, it was reported that the injection button of the humapen ergo ii pushed down to the bottom all at once instead of unit by unit ((B)(4)/lot 1011d02). The device was not polluted. She asked to have the humapen ergo ii replaced. Treatment with human insulin isophane suspension 70%/ human regular insulin 30% was ongoing. The operator of the humapen ergo ii and training status were not provided. The humapen ergo ii was started in 2006, and the reported suspect humapen duration of use was not reported. The device was not returned. The consumer reporter did not provide an opinion of relatedness for the event of fracture of tibia. The reporting consumer did not know if the remaining events were related to insulin isophane suspension 70%/human insulin 30% or not. No follow-up would be requested since the reporter refused to provide more information. Treating physician contact details not provided. Update 18-aug-2014: information was received from the affiliate on 08-aug-2014 indicating contact was attempted with the reporter for follow-up but could not be made. Follow-up was not possible. Update 25-jan-2016: additional information from initial reporter on 13-jan-2016 via psp. Added: weight and height, medical history; dosage regimen of suspect drug, suspect device, serious events of: fall and legs fall damage and blood glucose increased; update: age. Updated narrative accordingly. Update 25-jan-2016: additional information received on 13-jan-2016 from global product complaint database updated the lot number from c39099e to c390995e for the human insulin isophane suspension 70%/human insulin 30%; updated the humapen unknown body type to a humapen ergo ii; added (B)(4) and related complaint details; completed the medwatch fields; and updated the narrative. Update 03-feb-2016: permission to conduct follow-up was received from the initial reporter on 28-jan-2016. No new adverse event or product information was received. Edit 17-feb-2016: product complaint information was received from internal communication on 14-jan-2016; however it was already processed, so no new changes were made to the case. Update 18-feb-2016: additional information received on 17-feb-2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the medwatch and (B)(6) required device reporting elements; and updated the narrative.